Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage found on the catheter shaft which allegedly caused urine leakage. The event occurred on the day of placement.

Manufacturer narrative:
The reported event was confirmed without a known cause since the product was used, but no signs of leakage were found. The visual evaluation of the returned sample noted one opened (no original packaging present), used catheter present with green tape on shaft and below trifurcation, white tape around the sample port connector and funnel and thermistor wire snaking out of the catheter shaft which was out of specification. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water), was allowed to rest for 30 minutes with no leaks and passively deflated all 10 ml without issue. The balloon concentricity was observed to be 60:40. When the drainage lumen was flushed with methylene blue solution, there were no leaks, even with the green tape and white tape removed. The active length of the catheter balloon was measured (0.6859") and found to be within specification (0.6"-0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was damage found on the catheter shaft which allegedly caused urine leakage. The event occurred on the day of placement.